Event description:
Boston scientific crm received information that this right atrial (ra) lead became dislodged. As a result, the ra lead was scheduled to be revised. No adverse patient effects have been reported. The date of implant is unavailable.